Manufacturer narrative:
Disregard date returned to mfg as the sample for this event was not received. No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The amount of fluid that leaked into the patient's bed is unknown and the customer questioned how much of the previous antibiotic dose the patient had received.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that leaking from an unspecified location was noted during a primary infusion of tpn and a secondary infusion of an unspecified antibiotic. The customer stated, "no medical intervention other than increased sodium the following day unknown if this event had anything to do with that." No lasting harm was reported.